Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified: crease fold and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device was explanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.